Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring and the septum. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 200-250s mg/dl.